Manufacturer narrative:
With all the available information, boston scientific concludes: device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the device was returned to the complaint investigation site (cis) for analysis. Returned product consisted of the rotalink burr catheter. A portion of a rotawire was received with the device. Visual inspection of the device found that the burr was detached, and the coil was stretched and detached up to approximately 1cm proximal from the distal end of the coil. Microscopic inspection of the device revealed that the annulus of the burr was damaged/not rounded. Product analysis confirmed the reported clogging and rotawire insertion difficulty, as the burr annulus was damaged. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a review of the rotapro hazard analysis was completed and confirmed that the event of burr detached/separated and coil detached/separated, was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of 'adverse event related to procedure'. The reported event indicated that the guidewire could not fit into the burr due to clogging, and the fiber optic connector was difficult to insert into the console. Product analysis confirmed the reported clogging and rotawire insertion difficulty, as the burr annulus was damaged. It was considered likely that the reported events were attributable to the damaged annulus as annulus damage can prevent wire insertion or increase resistance during insertion. The reported fiber optic connection issues could not be confirmed as the advancer [where the fiber optic connector is located] was not returned for analysis and there is not sufficient information available within the reported events to suggest a most likely cause for the issue. The cause code 'cause not established' was used for the reported fiber optic issue. During analysis of the returned device, it was also identified that the coil and burr were damaged beyond what was reported. A review of the instructions for use indicates that the device is not to be used if damages or defects are identified prior to use, and the reported events do not indicate any damages or defects to the device during unpackaging, it was considered likely that the reported clogged burr, guidewire insertion issues, and further identified damages to the device occurred due to factors encountered during the procedure.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that guidewire restriction, burr damage, and fiber optic advancer connector issues occurred. A. 1.50mm rotapro was selected for treatment of the target lesion. It was reported that the rotapro burr was clogged, the guide would not fit into the burr, and it was difficult to insert the 2-tooth port (fiber optic connector) into the rota console. Details regarding procedure completion were not provided. There were no patient complications reported. However, device analysis revealed a burr and coil detachment.